Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of tissue injury is listed in the electronic proglide instructions for use (eifu), as potential adverse events of use of the device. The reported difficulty, subsequent treatment and patient effect appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a contralateral lower limb angioplasty interventional procedure using a 7f sheath. Reportedly, during tightening the knot, the knot/suture came out of the anatomy with a segment of arterial tissue. Manual compression was applied for 30 minutes to achieve hemostasis / manage the tissue damage. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.